Event description:
It was reported that the sys displayed error code 62 on tower and down motion limited at boot up. The sys failed to allow fluoroscopic exposures. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The tgi pcbs were replaced and the cal files were reloaded. Connections on connectors on vertical encoder pots located in tower were crimped and reseated. The system was tested and found to be working as intended and returned to svc.